Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the downloaded device data and verified that the device was used with an auxiliary power source on the event date and the auxiliary power source was not functioning properly. Additionally, it was observed that the device switched between ac and dc power several times on the event date, which is likely related to the cables associated with the ac power adapter. The likely cause of the reported issue was determined to be performance degradation to the ac power adapter and associated cables, which was caused by the customer's power inverter. The customer was made aware of the warning from the operating instructions in regards to the use of the device with power inverters.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.